Manufacturer narrative:
On 2/4/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during a cardiac ablation for persistent atrial fibrillation, the thermocool® smart touch® sf bi-directional navigation catheter was reported to be defective. Electrocardiogram (ECG) signals were lost on intracardiac (ic) and body surface (bs) channels on the carto 3 and ep recording system. There was no external monitor available for the physician to monitor the patient¿s heart rhythm. It was also reported that the contact force displayed high. The cable was replaced without resolution. The catheter was exchanged, and the issue resolved. No patient consequences were reported. The case delayed for 10 minutes. Device evaluation details: the device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device [30470464l] number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation for persistent atrial fibrillation, the thermocool® smart touch® sf bi-directional navigation catheter was reported to be defective. Electrocardiogram (ECG) signals were lost on intracardiac (ic) and body surface (bs) channels on the carto 3 and ep recording system. There was no external monitor available for the physician to monitor the patient¿s heart rhythm. It was also reported that the contact force displayed high. The cable was replaced without resolution. The catheter was exchanged, and the issue resolved. No patient consequences were reported. The case delayed for 10 minutes. The high force reading issue is not MDR-reportable. The lack of monitoring of cardiac rhythm while devices are intracardiac is MDR-reportable.